Manufacturer narrative:
The esheath was retuned to edwards for evaluation. Visual inspection revealed the following: the sheath shaft was fully expanded and the tip opened as designed, a liner tear starting from the strain relief, a small strand observed at the tear, (strand is detached from one side), minor soft tip damage and scratches at the distal end of the sheath. Procedural and device imaging was provided and revealed the bent strut at the inflow side and significant calcification present on the access vessel and under sized vessel. Functional testing was performed, and the delivery system was able to be fully advanced through the sheath with the sheath able to fully expand and open as designed. Dimensional testing was performed on the sheath liner thickness along the tear and strand and was found to be within specification. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. During manufacturing per procedure, the sheath shaft components are 100% visually inspected for defects. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure for visual defects. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The samples were inspected for seam separation, expansion force, and liner tears. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of the complaint history from june 2019 to may 2020 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors may have contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the may 2020 control limit for all the trend categories. The IFU for edwards sapien 3 transfemoral system, device preparation training manual, and device procedural training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. The sapien 3 IFU cautions to not use the thv in patients with femoro iliac vessel diameters < 5.5m for 20/23/26mm systems, < 6.0 for the 29mm system. Do not use the device in patients who have significant aortic tortuosity or disease including abdominal aortic or thoracic aneurysm, significant atheroma of the femoral and iliac vessels or tortuous or calcified vessels that would prevent safe entry of the introducers and expandable sheath. In addition, the procedural training manual provides guidance on insertion of the delivery system through the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ?? 2 cm. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed by the visual inspection. However, no manufacturing history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. It was mentioned that the patient¿s access vessels were mildly calcified and tortuous. In addition, the mld was undersized (<5.5mm) in the distal portion of the vessel. It is likely that these patient factors may have contributed to difficulty inserting the sheath into the patient. As mentioned in the description ¿resistance was encountered when the device passed by a large calcium of abdominal aorta below renal artery¿. Calcification can prevent the sheath from fully expanding to allow for a smooth delivery system advancement, resulting in the reported resistance. Deep scratches on the hdpe shaft can be an indicative of the sheath interacting with vessel calcium. Additionally, it is likely that this interaction lead to the valve strut bending and likely further increased insertion difficulty. To overcome the resistance experienced during delivery system insertion, it is likely that device manipulation occurred. The excessive force used, and the bent strut may have resulted in the observed liner tear and subsequent liner strand. In this case, available information suggests that patient factors (calcification/tortuosity/undersized vessel) and/or procedural factors (excessive manipulation/bent strut) may have contributed to the reported event. However, a definite root cause was unable to be conclusively determined at this time. Review of complaint history revealed that the occurrence rate did not exceed the may 2020 control limit for the applicable trend category. Since no labeling or IFU inadequacies have been identified, no product risk assessment nor corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This supplemental MDR is being submitted for additional information received and correction of the engineering evaluation. The following sections of this report have been updated: b5 (describe event or problem) and h10 (narrative text). The IFU for edwards sapien 3 transfemoral system, device preparation training manual, and device procedural training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. The sapien 3 IFU cautions to not use the thv in patients with femoro iliac vessel diameters < 5.5m for 20/23/26mm systems, < 6.0 for the 29mm system. Do not use the device in patients who have significant aortic tortuosity or disease including abdominal aortic or thoracic aneurysm, significant atheroma of the femoral and iliac vessels or tortuous or calcified vessels that would prevent safe entry of the introducers and expandable sheath.

Event description:
Additional information was received: the procedural cine showed that the valve frame was stuck with the protruding calcium right after exiting from sheath and the calcium was stuck up by the valve frame. From what the physician had seen in the cine, delivery system passed through the sheath smoothly.

Manufacturer narrative:
Investigation is ongoing. This report is 1 or 3 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2020-12181 and 2015691-2020-12152.

Event description:
As per pre-deco observation, the liner was torn, and a small liner strand was observed at the tear. The strand is detached on one side. As reported, by our edwards lifesciences (B)(4) affiliate, during a tavr procedure via right femoral approach, after successful insertion of a 14fr esheath, the commander delivery system was inserted and, resistance was encountered. The system was advanced past a large area of calcium in the abdominal aorta below the renal artery, however the delivery system was able to pass through the esheath. Following valve alignment, the distal part of valve frame was found to be deformed when angle of fluoroscopic view was changed as the system tracked the aortic arch. The delivery system was pulled back, but the delivery system could not be withdrawn into the sheath as the valve tangled on the sheath distal tip. The entire system and sheath were withdrawn as a unit. Resistance was felt in the lower extremity. After withdrawal, a piece of vessel was noted on the deformed valve frame. The ruptured external iliac artery was repaired with vascular prosthesis. The tavr was performed through the prosthesis and a 2nd delivery system and sapien 3 valve were used to complete the procedure. There was large calcification in abdominal aorta below renal artery. The patient¿s access vessel minimum luminal diameter (mld) measured 5.6 x 7.5 mm at iliac artery, the vascular diameter was 4.5 x 17.8 mm at terminal aorta, and 15.6 mm at level of renal artery. The access vessel was mildly calcified and tortuous.